Manufacturer narrative:
The device was not returned for analysis. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The root cause of the reported difficulty is based on the circumstances of the procedure. In this case, it is likely a cuff miss occurred due to an interaction with patient anatomy or during deployment contributed to the reported suture retrieval issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two proglide devices after a peripheral vascular intervention procedure with a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with the first proglide device. The second proglide device was successfully used, but the suture trimmer was unable to cut the suture. An additional suture trimmer was used to cut the suture. The knot of the second proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.